Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples returned for investigation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. The reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was installed on (B)(6) 2024 by the surgeon. On (B)(6) 2024 the patient signaled that the device had come out of the hole. A broken cuff was found. There was no harm reported.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.